Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "removal of cancer" and "chronic granulomatous inflammation".

Event description:
Patient reported "removal of cancer." And "chronic granulomatous inflammation" on right side. The device has been explanted. "Removal of cancer" is considered not device related.